Manufacturer narrative:
A bend was noted in the returned stylet and resistance was noted when the returned stylet was inserted into the returned needle. No resistance was noted near the distal end of the dilator when both the returned brk needle with a stylet from current inventory and brk needle/stylet assembly from current inventory were advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty and skiving is consistent with the stylet bend and could not be attributed to the returned introducer.

Event description:
This report is to advise of an event of skiving observed during analysis confirming the reported insertion difficulty.